Manufacturer narrative:
The samples were collected in serum tubes with a gel separator. Qc was within the customers established ranges pre and post the event. On 06/15/2010 the customer performed system check and it was within instrument specifications. A bci field service engineer (fse) replaced parts and inspected the unit; no issues were found. Fse performed a routine system check and low level accutni precision test and both passed within instrument specifications. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated accutni result within the risk stratification range generated by the access immunoassay analyzer. Patient sample was refiltered and repeated three times on the same unit and lower results were obtained. The erroneous result was reported out of the laboratory. Patient treatment was not impacted by this event.